Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the procedure was to treat a lesion located in the mid common iliac artery. The connect 300 cm guide wire was inserted; however, during insertion was observed to have some flaking of the green coating at the proximal end of the guide wire at the needle guide. The connect guide wire was removed from the guiding catheter, the guiding catheter was flushed and suctioned to remove any remaining green flaking material and the guide wire was replaced with another non-abbott guide wire. A stent was placed successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.